Event description:
The patient received a vibratory alert for high hvlic. The review of the last 7 days graph found that the rv to svc and svc to can vectors were both elevated. The svc to can revealed noise that was not oversensed by the device. Pocket manipulation showed the same noise. A suspected loose setscrew issue was discussed. The physician opted to change the shocking to rv to can and increase the therapy. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.